Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was lately patient had been having stimulation jumping 'like goat', it was shutting off and on like when you turn the light switch on and off. Patient first thought maybe it was due to hard winter but it continued happening. Usually stimulation was smooth on their legs. First time when patient felt stim jump was maybe in november and it was only once in a while and now patient felt it almost every 2 days. Patient had no falls/no trauma. Patient did not change any programming. Asked if it was happening in a certain position. Patient said it was doing it when laying down and sometimes when walking. Patient said they reset the controller which did not resolve the issue with stimulation. Pt said they usually reset because sometimes it was not well connected and then there was no problem after a reset. Patient said they did not think they had adaptive stim on. Patient notified the manufacturing representative (rep) and the rep said to call patient services. Patient said they have groups a and b. Reviewed patient could try a different group or also turn stim down to make sure stim is comfortable until they see healthcare provider (hcp). Redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.